Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The device was in good physical condition. Visual test was performed. Functional test couldn't be fully performed due to a custom security code. Also found that the display was malfunctioning. Ehl was downloaded and inspected - no problem found. Pump was tested for flow accuracy and failed. Because there was no specific problem reported by the customer, nothing could be replicated, and there was no root cause identified. No action taken for the reported problem as no problem was reported by the customer. The display was replaced and the expulsor was trimmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the issue with the pump was unknown, as no additional complaint details were provided by the customer. There was no patient involvement and no patient harm/adverse event reported.